Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the system displayed intermittent e10 errors on the oxygenation side (channel b). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint is confirmed by the field service representative (fsr). After a resistance temperature detector (sensor) and dual thermistor were replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.